Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they needed to shut off their stimulation so that they could have an MRI. However, after the MRI, the patient had a little difficulty getting the stimulator to restart and recharge later. The patient indicated that they weighed (B)(6)pounds at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who had an implantable neurostimulator for post lumbar laminectomy syndrome. It was reported that the stimulator was removed and replaced as it stopped working. No symptoms were reported. No further complications reported.